Event description:
Upon removal of chg tegaderm dressing, a burn-type injury was discovered on patient's arm.====================== manufacturer response for chg tegaderm dressing, chg tegaderm======================3m has been responsive to issue to date.